Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 22 mmol/l and 7 mmol/l. The customer also reportedly received the following results on a different day, within 10 minutes: 7.2 mmol/l and 16 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.